Event description:
Boston scientific received information that this pacemaker displayed longevity of 2 years however the magnet rate was 90 or 1 year remaining with a battery status of good. Boston scientific technical services (ts) verified that there were no programming changes made during device checked and had the field representative performed a print memory so engineering can analyze to confirmed normal battery function. On a follow up call, the ts discussed that the device had no resets and no memory errors and was operating at the second current bin boundary where it was confirmed that the device had less than 1 year longevity remaining. Further, the ts informed the field representative that when the device is at a current bin boundary the programmer would calculate the longevity differently. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.